Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and upon interrogation, exhibited an alert for a high out of range shock impedance measurement of greater than 125 ohms. Additional information provided from the field indicated the high measurement was due to the ICD being programmed dual coil when it had a single coil non-boston scientific lead attached. No changes have been made and the ICD remains implanted and in service. No adverse patient effects were reported.